Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Device follow-up files were analyzed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B)(4). Conclusion: arrhythmia episodes were not available through device interrogation because of data alteration; the origin of this alteration remains unk. However, this has no impact on device operation. The decrease of the magnet rate is not an unexpected finding. It remains within specifications. It should be noted that the longevities indicated in the manual are calculated by taking into account 12 months storage.

Event description:
During the follow-up of this device, the physician noticed two unexpected events that were reported: arrhythmia episodes were not available for review, after the display of an error message ("memory was not available"). Despite the device was implanted 3 months ago, the magnet rate was 94 min-1 (instead of expected 96 min-1 at beginning of life).